Event description:
It was reported: screw cross-threaded on traction tower. Tower was assembled by surgeon. "Knob would not turn" per surgeon. Procedure was completed with manual gross traction. Caused 15 minute delay.

Manufacturer narrative:
Examination confirmed reported cross-threading of the returned components of the traction tower. However no definitive conclusion could be made as to the cause of the cross-threading.